Event description:
Fasteners failed to deploy. Bard optifix absorbable fixation system. Ref # (B)(4). The 39 cm x 5 mm cannula, 30 absorbable fasteners. Surgeon tried 2 from the same lot (lot #huav2363). Neither one worked. No patient harm.